Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation or complaint in connection with this complaint were recorded on this batch. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that after injection in the cheeks with juvéderm voluma® xc, the patient developed "nodules and cysts in the cheek area." Patient reported the events to the injector approximately 7 weeks after injection, but it was not specified when symptoms occurred. Healthcare professional reported the event as "biofilm." No other information was provided. Further information received from the healthcare professional indicated patient was injected with 2 syringes of juvéderm voluma® xc in the malar area and experienced symptoms in the bilateral malar areas. A culture was performed and results were negative bacterial cultures. Approximately 2 months after injection, patient was treated with incision and drainage/aspiration by a plastic surgeon. That same month, patient was prescribed rifampin and dicloxacillin and treated with vitrase. Patient was treated with vitrase again in the following month. Healthcare professional indicated patient has a "significant scar on left cheek from trauma on cystic lesion" by the plastic surgeon. Symptoms have improved, but have not resolved.

Event description:
Further information received from the healthcare professional indicated patient was injected with 2 syringes of juvederm voluma xc in the malar area and experienced symptoms in the bilateral malar areas. A culture was performed and results were "negative bacterial cultures." Approximately 2 months after injection, patient was treated with incision and drainage/aspiration by a plastic surgeon. That same month, patient was prescribed rifampin and dicloxacillin and treated with vitrase. Patient was treated with vitrase again in the following month. Healthcare professional indicated patient has a "significant scar on left cheek from trauma on cystic lesion" by the plastic surgeon. Symptoms have improved, but have not resolved.

Manufacturer narrative:
Medwatch sent to FDA on 9/14/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, cysts, and "biofilm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that after injection in the cheeks with juvéderm voluma® xc, the patient developed "nodules and cysts in the cheek area." Patient reported the events to the injector approximately 7 weeks after injection, but it was not specified when symptoms occurred. Healthcare professional reported the event as "biofilm." No other information was provided.